Manufacturer narrative:
Jp 12/2/15 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is the unit shuts down, unit alarms not functional. The key failure is 4 way valve is not switching, which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the irs as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of the this FDA report.